Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a "burn mark next to her spine" and multiple bed sores. The patient's family member reported that the skin is breaking down under the back, left therapy pad. The wound is described as stage 1 to stage 2, 5cm x 5cm, and raw. The patient also has raw and peeling skin under her chest. Field services remeasured the patient, confirmed she is in the correct size garment, and adjusted the garment straps. There was no alleged device malfunction contributing to the irritation. The patient's wound care specialist applied, skincote protective dressing applicator, to the irritation. Follow up indicated that the irritations are improving.